Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed during set-up" (device displays error message). The nurse reported a system message displayed during set-up for surgery. The nurse was unable to clear the system message and the case was canceled. The pt was not in the operating room and had not been prepped. No pt injury was reported.

Manufacturer narrative:
The nurse stated the system is up and running now and canceled the service request. No sample was returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B)(4).